Manufacturer narrative:
Follow-up #1- device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the pump black box data revealed an auto off alarm that occurred 11 hours after no manual intervention was recorded. The auto off setting was set to 11 hours. During testing, the auto off alarm was set to occur after one hour. After no user intervention for one hour, the pump emitted the appropriate auto off alarm. The complaint was not duplicated, and no defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (auto off) issue. It was reported that the auto off alarm occurred earlier than it was set to occur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.